Event description:
It was reported to philips that the device had a therapy delivery test failure. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.